Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This previously capped ra lead was explanted.

Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This previously capped ra lead was explanted. Additional information indicated the surgeon opted to send the patient for laser extraction, which took place the next day as the lead was unable to be removed with manual traction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.